Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had been to the bathroom a lot for the 2 weeks prior. They reported no falls or traumas, but said they sat in a massage chair a couple of weeks ago. The patient was able to sync with their programmer and it showed stimulation was on. The patient changed from program 2 to program 3 at 2.2 and said they could feel stimulation comfortably in the correct area. Caller was redirected to their healthcare provider to have their ins and leads checked if their symptoms continued. No further complications were reported or anticipated.